Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork.

Event description:
It was reported that the right atrial lead dislodged. The lead was removed and replaced.